Event description:
It was reported by the sales rep that prior to a laparoscopic gastric bypass roux-en-y procedure, the surgeon reported that after firing the device to create the gastrojejunostomy, he had significant difficulty removing the stapler from the anastamosis. After approximately 45 minutes of manipulation, the stapler was removed. The anastamoses was insufflated and checked underwater and determined to be airtight. The endoscope was used to visually inspect the anastamoses and determined to appear normal. The small bowel side of the donut was imcomplete. The stapler was thrown away at the end of the case. There was no patient consequence. One device was discarded.